Event description:
Customer reported via phone call to have received a motor error following two no delivery alarms. Customer's blood glucose was 316 mg/dl. Customer was not able to troubleshoot due to motor error and requested for insulin pump to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.